Event description:
(B)(4) - "guide bead fell off into the abdomen when removing the bag. Noticed it when they went back in to look around." "Pt is fine."

Manufacturer narrative:
Product anticipated to return. Follow up will be provided upon completion of investigation.